Event description:
The customer was hospitalized for high bgs. It was informed that the customer had symptoms of dka, nausea, and vomiting. Troubleshooting was performed. The programming and histories on the pump were accurate. The customer was disconnected from the pump and ran a fix prime with the reservoir in the pump. The insulin exited. Pump was operating as designed.